Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure when another manufacturer's right ventricular (rv) lead was connected to this pacemaker and the setscrew was tightened there was no pacing for approximately 15 seconds until the right atrial (ra) lead was connected. It was noted that the device was programmed to pace and sense in both chambers. Boston scientific technical services (ts) was consulted and was unable to provide any insight into why this would occur. The field representative noted that the patient experienced no adverse patient effects due to the asystole. The pacemaker and rv lead remain in service.